Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc) trek instruction for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.8 x 26 mm graftmaster stent referenced in b5 will be filed under a separate medwatch report.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo, 80% stenosed, mid right coronary artery (rca), the 2.5 x 20 mm trek balloon was used to pre-dilate the lesion, but a perforation occurred. A 2.8 x 26 mm graftmaster stent met anatomical resistance and failed to cross the perforation. A 2.75 x 20 mm trek was used as treatment of the perforation and the bleeding stopped. A 2.75 x 28 mm xience xpedition stent was implanted without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.